Event description:
It was reported that diaphragmatic stimulation and episodes of noise resulting in oversensing were observed on the device. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Related manufacturer reference number: 2017865-2022-07356.

Manufacturer narrative:
Manufacturer report 2017865-2022-06808, should not have been reported as a medical device report (MDR) as the product does not have an allegation of malfunction.